Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, a photo depicting the reported blood leak event was provided for review. Two photos were provided in total. The first photo showed the product label of the dialyzer. The second photo showed a dialyzer connected to the machine where blood is visible outside of the fibers. The blood appears to be coming from a localized spot and then streams downward along the fibers. This characteristic (small, localized leak) is indicative of a fiber leak. There was no other damage noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) in the production of this lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred with fifteen minutes remaining in a patient¿s three-hour scheduled hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Upon follow-up with a registered nurse (rn) from the facility, the initially reported details were confirmed. The rn was unsure if a blood leak test strip was used. No obvious physical damage was noticed on the dialyzer. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was stopped. The rn said that no additional treatment was performed. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. However, photos of the dialyzer was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred with fifteen minutes remaining in a patient¿s three-hour scheduled hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Upon follow-up with a registered nurse (rn) from the facility, the initially reported details were confirmed. The rn was unsure if a blood leak test strip was used. No obvious physical damage was noticed on the dialyzer. Fresenius bloodlines were also being used for the treatment. Following the event, the treatment was stopped. The rn said that no additional treatment was performed. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. However, photos of the dialyzer was provided for review.